Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced difficult to load unload the cot in the ambulance and inability to disengage the cot from the cot fastener. There was no patient involvement.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced difficult to load/unload the cot in the ambulance and inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue difficult to load/unload cot into ambulance. The count of events has been corrected to reflect this.